Manufacturer narrative:
Returned device was received in decent physical condition. The top case was chipped on the front corner. Evidence of reported problem in event log was found. During the evaluation of the device, the force reading was stuck at 24 pounds and the count was stuck at 1023. Replacing the force sensor and that cleared up the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor test system failure there were no reported adverse events.

Event description:
Additional information- no patient involvement.

Manufacturer narrative:
Additional information- no patient involvement. Event information added to section b5.